Event description:
Additional information received reported the patient had notified their healthcare professional and had an appointment with them on (B)(6) 2016. This had been a spontaneous occurrence of tingling sensation in the right hand and jaw. No steps had been taken to resolve the sensation yet.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was at a movie on (B)(6) 2016 and she felt tingling on her right hand and jaw. The tingling also occurs when the patient turns her therapy on or off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.